Manufacturer narrative:
The biomedical engineer reports that the co2 measurements on the bedside monitor are stopping and loosing data. Additionally, the capnography measurements randomly restart. A loaner bedside monitor was sent to the customer. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the co2 measurements on the bedside monitor are stopping and loosing data. Additionally, the capnography measurements randomly restart. A loaner bedside monitor was sent to the customer. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reports that the co2 measurements on the bedside monitor are stopping and loosing data. Additionally, the capnography measurements randomly restart. The device was returned for evaluation and the reported problem was duplicated. The gas sensing unit was replaced and the unit was calibrated. The repaired unit was then returned to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.